Manufacturer narrative:
E1: initial reporter address: (B)(6). Study article: el shamy, o., attalah, s., sharma, s., and uribarri, j. "Comparing the effect of peritoneal dialysis cycler type on patient-reported satisfaction, support needs and treatments". Bmc nephrology, (2002) 23:217 1 ¿ 5. Https://doi.org/10.1186/s12882-022-02854-z. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which seven automated peritoneal dialysis (pd) patients experienced peritonitis. Three of the patients presented to the emergency room and were hospitalized for the events. The cause, treatment, patient outcomes and action taken with pd therapy were not reported. No additional information is available.